Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during cardiac surgery the right ventricular (rv) lead became dislodged. Upon interrogation the lead was not capturing or sensing appropriately. Under fluoroscopy the lead was visualized in the right atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.